Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The device had moisture damage on the motor during visual inspection and unable to perform the operating currents including the self test, rewind test and displacement test due to blank display. The insulin pump was received with a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.